Manufacturer narrative:
A ge service rep performed an on site investigation. The safety button was reset during the service call.

Event description:
The customer reported that the column does not go up or come down on the 9900 system. No pt injury was reported.